Event description:
It was reported that the patient presented to the hospital after experiencing dizziness and fatigue. Upon interrogation, it was noted that the leadless pacemaker exhibited intermittent capture. The device was explanted and replaced. The patient was stable.